Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with grade one diffuse lamellar keratitis of the right eye one day following lasik treatment. The patient reported dryness and irritation. The topical steroids were changed and the dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the symptoms have resolved postoperatively and the patient is doing well without complaints.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).